Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial number: (B)(4). Batch/lot number: 7046121. Model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and the lead was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the lead and ipg site. The physician believed that the infection was not device or procedure related. The patient was prescribed with antibiotics and underwent an explant procedure.